Event description:
The facility reports the pt's elbows slid sideways off the edge of the arm rests. The pt was supported by the waist strap alone, as their knees had bent and pt was unable to support themselves with their lower limbs. The pt was still holding on to the hoist with their hands. The waist strap slipped up to their chest. The staff were unable to get them back onto the bed. It was noted the pt was now cyanosed and had stopped breathing. A cardiac arrest call was put out and, after treatment, the pt regained consciousness.